Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon provided pictures of an explanted triathlon ps insert. On followup, the following were reported to r&d for advanced materials & processing: patient's knee was revised. Confirmed no infection. Severe varus deformity with varus thrust. Medial subluxation noted intra-operatively. On the lateral side, the cemented baseplate was lifting off. Liner became deformed as a result. It is unknown at the time of report what steps were taken to address the tibial baseplate.

Manufacturer narrative:
Reported event: an event regarding instability and damage involving an unknown triathlon insert was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: "the knee was revised due to ligamentous instability. The polyethylene damage was likely the result of the knee's instability. Obtaining the implant may provide insight into the mechanism of failure and confirm lack of inherent polyethylene defects. " product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: clinician review of provided medical records revealed that the knee was revised due to ligamentous instability. The polyethylene damage was likely the result of the knee's instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon provided pictures of an explanted triathlon ps insert. On followup, the following were reported to r&d for advanced materials & processing: patient's knee was revised. Confirmed no infection. Severe varus deformity with varus thrust. Medial subluxation noted intra-operatively. On the lateral side, the cemented baseplate was lifting off. Liner became deformed as a result. It is unknown at the time of report what steps were taken to address the tibial baseplate.